Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked the iabp alarm logs and was able to verify that a gas loss had occurred. The stm ran the iabp thru a patient interface module (pim) test and failed the leak test. The stm then removed the module and checked all the tubing and connections; without finding the source of the leak. The stm ran two additional pim and leak tests which failed each time. The stm reported that the module was installed approximately one month prior to his evaluation. To fix the issue the stm order and replaced the pneumatic module assembly; the stm then performed a full calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient a gas loss in the iab circuit occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.